Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review did not confirm the reported failed transmitter error. A root cause could not be determined via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed and able to download transmitter log during pairing test with nordic bluetooth device and passed. Performed global transmitter final functional test, transmitter failed. The report of failed transmitter was confirmed. A root cause could not be determined.